Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Manufacturing site evaluation: samples received: 10 unopened units. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil OEM requirements. There are no previous complaints of this code/batch. There are no units in OEM stock. We have tested the knot pull tensile strength of the sample received and the result fulfils the requirements of the (B)(4). Final conclusion: the complaint is not corresponding (not justified).

Event description:
Country of complaint: (B)(6). Thread breaks when knotting.